Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow up, this right ventricular (rv) lead was found out to be dislodged a few weeks after system implant procedure. The patient underwent a surgical procedure and lead revision was done. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.